Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a temporary loss of dexcom g7 continuous glucose monitoring signal with no blood glucose readings shortly after a recent sensor replacement, after which the readings resumed without further intervention following education on expected transient signal loss. Symptoms included no reported clinical effects. Outcomes included no reported impact on health, no alerts or alarms, and no hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed normal post-insertion stabilization behavior consistent with temporary signal interruption, with no persistent device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user system operating as expected with transient signal loss during sensor warm-up or early stabilization.